Event description:
It was reported that the balloon got stuck with the guidewire. The target lesion was located in the moderately tortuous and severely calcified artery. A 10mmx3.50mm wolverine cutting balloon monorail was selected for percutaneous coronary intervention (pci). During the procedure, the device got stuck with the non-boston scientific (bsc) guidewire. The catheter and guidewire had to be removed from the anatomy as a single unit and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.